Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit and the device was disabled during the same office visit. The physician performed and reviewed x-rays and no lead fracture was observed. No additional relevant information has been received to date.